Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the operation channel buckled, the insertion flexible tube (ift) buckled, the segment corroded, the control body corroded, the mechanical base plate corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the operation channel leak, the remote control switch malfunction, the remote control buttons disinfections damage, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).